Manufacturer narrative:
B5: additional information added b7: additional relevant history added h6: impact code added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned toward the mitral annulus. The physician was inserting the pigtail catheter and as it came out of the was, discovered that the cheater was on the pigtail catheter. The pigtail catheter was removed, the cheater was taken off, and the pigtail catheter was re-inserted. The pigtail catheter was positioned into the laa and the was was advanced just past the laa ostium. It was then noticed that a clot or tissue was on the mitral valve annulus. The pigtail catheter was removed and aspiration through the was was attempted but unsuccessful. The procedure was aborted and patient was discharged the same day. It was further reported that the patient was administered heparin during the procedure and the initial activated clotting time (act) was taken during the trans-septal puncture and recorded at 299 seconds. The suspected thrombus was identified via transesophageal echocardiogram (tee) and was noted to be grounded to the mitral annulus and mobile. The suspected thrombus was not confirmed to have resolved during the procedure. In response to the event, the patient was switched from dual-antiplatelet therapy to eliquis and is expected to return 6 weeks later for a repeat tee. If the suspected thrombus has resolved, the watchman implant procedure will be reattempted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned toward the mitral annulus. The physician was inserting the pigtail catheter and as it came out of the was, discovered that the cheater was on the pigtail catheter. The pigtail catheter was removed, the cheater was taken off, and the pigtail catheter was re-inserted. The pigtail catheter was positioned into the laa and the was advanced just past the laa ostium. It was then noticed that a clot or tissue was on the mitral valve annulus. The pigtail catheter was removed and the aspiration through the was attempted but unsuccessful. The procedure was aborted and patient was discharged the same day.